Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated with a communicator. Technical services (ts) determined that home environment was not the cause and suspected this crt-p was having an issue with communicating. The patient was seen in clinic, and it was confirmed that this crt-p exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Ts suspected the battery had 1.5 years remaining. However, after reviewing device data, ts determined the device had about one month remaining before the risk increases of reverting to safety mode. Ts recommended an early battery replacement. Currently, this crt-p remains in service. No adverse patient effects were reported.